Manufacturer narrative:
(B)(4).

Event description:
A complete se stent was implanted in an unknown vessel. It was noted that the product was expired. Patient is reported to be fine.

Manufacturer narrative:
Product analysis: the label on the device shelf carton was photographed and the expiry date is confirmed as 2015-07-04.